Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide unraveled during use.

Event description:
The customer reports that the spring wire guide kinked during use.

Event description:
The customer reports that the spring wire guide kinked during use.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. Visual analysis revealed that the guide wire was unraveled towards the distal end. One kink was also observed. Microscopic examination confirmed the damage and revealed that the distal weld had completely detached from the core wire. The proximal weld appeared spherical and intact. The kink in the guide wire measured 175mm from the proximal weld. The guide wire total length measured 598mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .790mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The undamaged part of the guide wire was able to pass through a lab inventory ars connected to 18ga introducer needle. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The distal weld of the guide wire had separated from the core wire. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.